Event description:
It was reported that patient states his incision is completely healed up. He is not sore anymore, but this device would not pump up. The pa and physician both have had difficulty getting it to inflate. They told patient to practice in a warm shower. Patient education suggested trying to practice in the bathtub and informed him pt liaison will call him. Additional information was received. Patient liaison spoke with patient and his wife regarding his difficulty inflating/activating his ipp pump. Patient liaison went over troubleshooting maneuvers with them to include burping the pump/anti-stiction/poppet reset and always pushing the deflate button before initiating an activation. They will attempt and will patient liaison if they need further assistance.